Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under [MFR # 3007963827 - 2021 - 00262 ]. Please void report.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under [MFR # 3007963827 - 2021 - 00262 ]. Please void report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cementedcruciate retaining (cr)narrow right size 8 catalog #: 42502006402, lot #: 64729479; articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog #: 42522100810, lot #: 64771320 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 3007963827-2021- 00264 ,3007963827-2021- 00263. Investigation incomplete.

Event description:
It was reported that an initial right total knee arthroplasty was performed. Approximately 5 months postop, the patient reported stiffness and limited extension. The patient was prescribed a knee brace and physical therapy. The outcome is pending at this time. Attempts have been made and no further information has been provided.